Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 327 mg/dl. The customer had symptoms such as extreme thirst and treated with insulin pump and set changes. Customer's blood glucose value was 470 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to troubleshoot for leaks or air bubbles and site or insulin issues. The device settings were correct. Customer declined troubleshooting for high pressure test and requested for insulin pump to be replaced.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.